Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 - (component code) corrected information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator, distal end, light guide lens and adhesive around light guide lens (mixed with corrosion). There was no report of patient involvement or user injury associated with this event.